Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus continuous glucose monitoring (cgm) sensor failed to start and could not be activated despite troubleshooting attempts, with pairing ultimately failing and a new cgm required; a replacement sensor scan was successful thereafter, consistent with an intermittent communication failure associated with the antenna/electrical component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to the antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.